Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert code 38 indicating consecutive stalled motor alarms, which persisted despite multiple device restarts and led to replacement of the pump; blood glucose was reportedly unaffected and no medical treatment or hospitalization occurred. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continued use of cgm via the paired application or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.